Manufacturer narrative:
No device sample was returned for evaluation. Five photos were included for evaluation. Review of photos could not confirm reported failure mode of priming difficulty. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had issues while priming the cadd tubing. The customer had primed manually as well as by using the prime feature on the pump. The customer had to prime multiple times to remove all of the air and many times it was very difficult to do so. This was especially concerning due to the amount of medication that was being wasted during priming. Per reporter, the customer was able to remove all air from the tubing via manually depressing the green flow stop and manually priming the air bubbles out. There was no patient involvement.